Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02300 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced injuries (specifics and date of onset unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.